Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on atrial tachy response (atr) episodes. Technical services (ts) was consulted to review atr episodes and found oversensing of noise on the non-boston scientific right atrial lead. No adverse patient effects were reported. This crt-d system remains in service.